Event description:
The customer reported to olympus that during reprocessing, the colonoscope presented with a clogged air/water channel. There were no reports of patient harm associated with this event. During the evaluation of the device, it was noted that the nozzle was clogged with foreign material. The foreign material remained in the nozzle, which can cause insufficient reprocessing. This report is to capture the reportable malfunction of foreign material in the nozzle noted at estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the cellular plate was deformed; the suction cylinder had discoloration; the plate unit was deformed; the stopper was replaced for preventive maintenance; due to clogging of the nozzle, the water supply volume did not meet the standard value; the bending angle in the downward direction did not meet the standard value due to angle wire wear, the plastic distal end cover was deformed, and the objective lens had a scratch; the adhesive around the light guide lens had a crack, the bending tube was deformed, and the adhesive on the distal sheath had a crack. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material observed in the reported clogged air/water nozzle appeared to be a black rubber-like substance but otherwise could not be identified. A definitive root cause of the issue could not be determined, as there was no device deformation that might contribute to the retention of foreign material and no additional event or device reprocessing information was reported or available. The event may be detected/prevented by following the instructions for use sections below: cf-ez1500dl/I operation manual chapter 3 preparation and inspection. Cf-ez1500dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.